Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his quick release did not attach back easily. He thought it had been attached but then realized that he was not receiving insulin which lead to his high blood glucose of over 400 mg/dl. The customer said that he treated with a manual injection and declined troubleshooting for the high because he does not think the pump is the issue. The pump will not be returning for analysis.